Event description:
It was reported to philips that the device gave an error indicating the image store was not available, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the reference monitor was not displaying. Upon troubleshooting, fse identified there was configuration issues. The philips engineer reinstalled the system software and board software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.